Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl due to the pump going into storage mode. Customer administered a manual injection of insulin to address high bg. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.